Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Oral-b toothbrush head come off...stab my face with the metal spike [face injury]. When brush head come off¿ (stab my face with the metal spike) ¿gets sore [facial pain]. Oral-b toothbrush...doesn't hold the brush head...keeps falling off [device breakage]. Oral-b toothbrush used to hold the heads but it's gotten looser and looser [device connection issue]. Case narrative: consumer contacted via phone and stated that oral-b toothbrush doesn't hold the brush head on and keeps falling off. It used to hold the head but it's gotten looser and looser. When the brush head come off, he stabs his face with the metal spike and it gets sore for a while. No serious injury was reported.

Manufacturer narrative:
On 15-jul-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Oral-b toothbrush head come off...stab my face with the metal spike [face injury] when brush head come off ¿ (stab my face with the metal spike) ¿ gets sore [facial pain] oral-b toothbrush...doesn't hold the brush head...keeps falling off [device breakage] oral-b toothbrush used to hold the heads but it's gotten looser and looser [device connection issue]. Case narrative: consumer contacted via phone and stated that oral-b toothbrush doesn't hold the brush head on and keeps falling off. It used to hold the head but it's gotten looser and looser. When the brush head come off, he stabs his face with the metal spike and it gets sore for a while. No serious injury was reported. Follow-up: 11-jul-2025 - product return was received and evaluated. 'No manufacturing cause' and 'no design issue' identified based on investigation.